Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. The following additional information received per the patient profile from (ppf) indicates that the filter fracture occurred a year and six months post implantation. The patient also reports the filter¿s fracture struts migrated and to be suffering from pain and anxiety. The device¿s expiration date was june 2007. A review of the manufacturing documentation associated with this lot (r0704133) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter fracture, resulting to hemorrhage, and retained filter and fractured struts. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile from (ppf) indicates that the filter¿s fracture struts migrated. The patient also reports to be suffering from pain and anxiety. No further information is available. According to the operative report received on 04/11/18: the ivc placement via the right common femoral vein approach. The ivc filter was deployed at approximately the l-3 level below the level of the renal veins. Catheters were removed and no immediate complications were noted. The findings were inferior vena cavogram demonstrates widely patent ivc. The renal veins are seen at approximately the l-1 level.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter fracture, resulting to hemorrhage, and retained filter and fractured struts. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile from (ppf) indicates that the filter¿s fracture struts migrated. The patient also reports to be suffering from pain and anxiety. No further information is available. The product was not returned for analysis as it remains implanted. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Hemorrhage associated with filter fracture is a known potential adverse event and is listed in the IFU. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Pain and anxiety do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. It was reported that a patient underwent placement of a trapease vena cava filter the information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter fracture, resulting to hemorrhage, and retained filter and fractured struts. The following additional information received per the patient profile from (ppf) indicates that the filter¿s fracture struts migrated, and the patient is reported to have experienced pain and anxiety. The indication for the device implant and the patient¿s medical history has not been provided. The filter was placed via the right common femoral vein and deployed at approximately the level of l3, below the renal veins. The findings were inferior vena cavogram demonstrates widely patent ivc. The renal veins are seen at approximately the l-1 level. No additional information is currently available for review, the filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Hemorrhage associated with filter fracture is a known potential adverse event and is listed in the IFU. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Pain and anxiety do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported by the legal department, a patient underwent placement of a trapease vena cava filter on or about (B)(6) 2004. The filter subsequently malfunctioned and caused injury and damages to plaintiff, including, but not limited to, filter fracture, resulting to hemorrhage, and retained filter and fractured struts. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Hemorrhage was also reported; however, a clinical correlation between the device and the event could not be determined given the limited information available for review. At this time there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, plaintiff underwent placement of defendants' trapease vena cava filter on or about (B)(6) 2004. The filter subsequently malfunctioned and caused injury and damages to plaintiff, including, but not limited to, filter fracture, resulting to hemorrhage, and retained filter and fractured struts. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.